Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system in (B)(6) 2010 for low back and bilateral leg pain. Since that time, the pt has loss weight and as a result, the ipg became loose in the pocket. It was reported that the device partially flipped in (B)(6) 2010 causing irritation at the ipg pocket. Subsequently, the ipg was said to have flipped completely resulting in intense discomfort for the pt. Surgical intervention was undertaken on (B)(6) 2010 to secure the position and placement of the pt's ipg. F/u on the pt found that the reported problem has been rectified. No products were explanted and none will be returned to the MFR for analysis.